Manufacturer narrative:
Investigation conclusion; a review of complaint history did not identify any adverse trends. A review of the DHR found that the lot met all release criteria. Root cause; unable to determine. Source; phone.

Event description:
Reported 1 false positive sars results for one asymptomatic patient (off label use). The customer communicated the result was not confirmed by secondary testing. The facility tests about 1,000 employees a month with an overall low false positive rate (~1%).